Event description:
The customer reported that, during preparation for use, a blockage in the air/water channel of the subject device was detected. No water came out when filling a balloon. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a cut on the probe and a portion of the probe was peeled off. This report is being submitted for the malfunction found during evaluation (damage to probe). There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, service found a cut on the probe and a portion of the probe was peeled off. A review of the device history record found no deviations that could have caused or contributed to the cut and peeling of the probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the device conformed to specifications for shipment therefore it is likely the cut and peeling on the probe was the result of some external forces being applied. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, there was a leak at the connector due to poor connection with the water-resistant cap or disconnection of connecting parts, the adhesive on the bending section cover was chipped, the cable on the charge coupled device was too short, and angulation was reduced and there was play in the angulation due to elongation of the angle wire. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.